Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Broken wires in header, fails continuity test. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The patient ((B)(6)) was implanted with a spinal cord stimulation lead and extension on an unknown date. When the doctor attempted to test the extension post-implant, he received high impedance readings and it was decided that the extension would be replaced. Prior to the replacement, the patient developed an infection and the extension was explanted. The patient was to be re-implanted with an extension at a later time. The explanted extension was sent back to ans for evaluation. No additional information is available.